Event description:
It was reported that a cartridge alarm occurred at an unknown time. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.